Manufacturer narrative:
B3 date of event, selected the (B)(6) 2026 as the date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that an alarm occurred in an infusion pump and the latch failed to close even when it was closed. There was no patient involvement and no patient harm reported.